Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, into the patients left eye (os). The lens was removed on (B)(6) 2022 and was replaced with a shorter lens (12.6mm). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).